Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to loose drive support disk. No failed battery test alert and no charge battery lasts less than expected anomaly noted. Pump received with broken battery tube threads. Cracked lcd window, cracked case display window corner and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump received crack at battery cap. Batteries lasting less than 7 days. Insulin pump was rejecting new batteries. Rewind was slower and louder than usual. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.